Event description:
It was reported that this pacemaker was found to be operating in safety mode. The device was explanted and replaced. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker was found to be operating in safety mode. The device was explanted and replaced. No adverse patient effects were reported.